Event description:
New information received notes the patient will continue to be monitored.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was noted that the atrial lead exhibited noise and low pacing impedance. No intervention was performed, and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.